Manufacturer narrative:
Other text: additional information h10. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction h6 event problem patient code and device code.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with pry marks on the rear housing, and evidence of fluid ingression at the downstream occlusion sensor. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy -9.1% was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation, visual inspection finds damage to the rear housing and the rear housing will be replaced. Further investigation found possible fluid ingression at the pump dso. The pump dso was will be replaced as a preventive measures. According to the investigation the customer may need to verify condition of the accessories used in their volume testing prior to performing volume test. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -9.1%". No reported adverse effects.